Manufacturer narrative:
D10. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial #: (B)(6), ubd: 12-oct-2022, UDI#: (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2026, product type: catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from patient representatives and a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient receiving gablofen (2000 mcg/ml at 100.1 mcg/day) via an implantable pump. It was reported by the patient's parents that the patient experienced a return of symptoms and was being treated in the pediatric intensive care unit (picu). They reported that an hcp attempted to aspirate the pump and was unable to. The hcp chose to replace the entire catheter and pump due to a potential drug delivery malfunction. Logs were run on the explanted pump and did not show any notable system events. The patient was also positive for methicillin resistant staphylococcus aureus (mrsa), and the explanted devices were discarded. The issue was resolved at the time of this report.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp) via the company representative (rep) reporting the cause of the inability to aspirate the pump was unknown. The physician did not attempt to aspirate in the operating room (or). He made the decision to replace entire system. It was unknown if the methicillin resistant staphylococcus aureus (mrsa) infection was related to the device, therapy, and/or replacement procedure. The staff did not clarify when infection first took place, only that the patient was on contact precautions.